Event description:
Neuro sponge sterile pack found to have gum inside of pack, compromising the sterility of that pack and all packs associated with that lot in our inventory. FDA safety report ID # (B)(4).